Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included hypothyroidism. Concomitant products included bupropion (wellbutrin) and levothyroxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain upper ("chronic stomach pain"), vulvovaginal pain ("chronic vaginal pain"), back pain ("chronic back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain/ weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy(one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the mood swings, female sexual dysfunction, nausea, dyspareunia, fatigue, abdominal pain upper, vulvovaginal pain, back pain and weight increased outcome was unknown and the dysmenorrhoea and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Reporter added. Essure start date and stop date was updated. New events mood swings, apareunia (inability to have sexual intercourse), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, fatigue, stomach pain, vaginal pain, back pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), weight gain/ weight loss and essure confirmation test not done were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included hypothyroidism. Concomitant products included bupropion (wellbutrin) and levothyroxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain upper ("chronic stomach pain"), vulvovaginal pain ("chronic vaginal pain"), back pain ("chronic back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), weight fluctuation ("weight gain/ weight loss"), depression ("psychological or psychiatric problems condition: depression") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy(one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the mood swings, female sexual dysfunction, nausea, dyspareunia, fatigue, abdominal pain upper, vulvovaginal pain, back pain, weight fluctuation, depression and weight increased outcome was unknown and the dysmenorrhoea and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received. New events psychological or psychiatric problems condition: depression, weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('patient has a low-grade endometritis'), embedded device ('spring like material are embedded within portions of the myometrium'), device breakage ('additional pieces of similar appearing spring like material') and device expulsion ('additional pieces of similar appearing spring like material are embedded within portions of the myometrium which could represent a possible iud') in a 46-year-old female patient who had essure (ess205) (batch no. 50bc18- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included hypothyroidism, prolapsed lumbar disc, malaise, sluggishness, vaginal bleeding, ovarian cyst and adenomyosis. Concomitant products included bupropion hydrochloride (wellbutrin) and levothyroxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain upper ("chronic stomach pain"), vulvovaginal pain ("chronic vaginal pain"), back pain ("chronic back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), weight fluctuation ("weight gain/ weight loss") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy(one side removal of ovary)/laparoscopic supracervi). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the endometritis, embedded device, device breakage, mood swings, female sexual dysfunction, nausea, dyspareunia, fatigue, abdominal pain upper, vulvovaginal pain, back pain, weight fluctuation, depression and weight increased outcome was unknown and the dysmenorrhoea and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometritis, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: 2 trailing coils on the left and 3 trailing coils on the right diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Ultrasound pelvis - on an unknown date: the uterus is boggy and exquisitely tender, but there are no adnexal masses, tenderness or nodules. Concerning the injuries reported in this case the following events were confirmed via patients medical record chronic pain,lower back pain, mood swings concerning the injuries reported in this case, the following one were described in patient¿s medical record; endometritis, material are embedded within portions of the myometrium. Most recent follow-up information incorporated above includes: on 20-sep-2019: new information received: update of information (batch is invalid) product technical compliant, update of FDA codes. Amendment: after internal review, event device breakage captured(according to as reported : additional pieces of similar appearing spring like material are embedded). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('patient has a low-grade endometritis'), device expulsion ('additional pieces of similar appearing spring like material are embedded within portions of the myometrium which could represent a possible iud') and embedded device ('spring like material are embedded within portions of the myometrium') in a 46-year-old female patient who had essure (ess205) (batch no. 50bc18) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included hypothyroidism, prolapsed lumbar disc, malaise, sluggishness, vaginal bleeding, ovarian cyst and adenomyosis. Concomitant products included bupropion hydrochloride (wellbutrin) and levothyroxine. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain upper ("chronic stomach pain"), vulvovaginal pain ("chronic vaginal pain"), back pain ("chronic back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), weight fluctuation ("weight gain/ weight loss") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy(one side removal of ovary)/laparoscopic supracervi). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the endometritis, embedded device, mood swings, female sexual dysfunction, nausea, dyspareunia, fatigue, abdominal pain upper, vulvovaginal pain, back pain, weight fluctuation, depression and weight increased outcome was unknown and the dysmenorrhoea and alopecia was resolving. The reporter considered abdominal pain upper, alopecia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometritis, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: 2 trailing coils on the left and 3 trailing coils on the right diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Ultrasound pelvis - on an unknown date: the uterus is boggy and exquisitely tender, but there are no adnexal masses, tenderness or nodules. Concerning the injuries reported in this case the following events were confirmed via patients medical record chronic pain,lower back pain, mood swings concerning the injuries reported in this case, the following one were described in patient¿s medical record; endometritis, material are embedded within portions of the myometrium most recent follow-up information incorporated above includes: on 6-sep-2019: medical record received: product lot number 50bc18 ,new event sendometritis, additional pieces of spring like material are embedded within portions of the myometrium were added and patient details, medical history, lab data, reporter information added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.